Event description:
A user facility reported to olympus that instead of using a mixture of part a and part b rapicide in a medivator scope reprocessor, 2 bottles of part b solution were mixed together and used in the reprocessor. Olympus scopes were reprocessed in the medivators unit then used to perform procedures on patients. The user facility reported that a laboratory blood test for infection was negative. This is report #5 of 5 due to multiple patients involved. Reference report patient identifiers (B)(6) for additional events.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to correct field d4 (model number & serial number) of the initial report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, this event occurred because the user¿s understanding differed from medivator company¿s recommendation in scope handling and reprocessing steps. The instructions for use warns against insufficient reprocessing as stated: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.